Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2013, the reporter stated that during a normal insulin injection into the left buttock he felt that the insulin was coming out on the skin instead of into the subcutaneous tissue. He didn't feel the needle break but he could see a red mark from the injection spot. Meaning that he did inject with the needle. He went to primary care but they could not help him. An x-ray was performed at the hospital but they could not detect the needle. Therefore, an ultrasound was performed and the needle was identified inside the subcutaneous tissue. On an unknown date, he will have surgery to remove the needle. The consumer admitted to reusing the needle. This was the second or third time that he had injected with the same needle but stated that the needle did not feel blunt.